Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter did not provide result information (but stated the subject meter "usually reads 2 points higher than the onetouch ultraeasy device). This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.